Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular threshold increased from 1.0 v to 6.0 v. Dislodgement of the left ventricular lead was suspected. The ventricular output voltage was increased to compensate for the new threshold.